Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized with low blood glucose levels. Prior to hospitalization, the customer stated that he primed the infusion set while disconnected. Later after connecting, the infusion set and the insulin pump to himself, the insulin beeped "empty reservoir" the customer stated, he filled the reservoir and the insulin pump primed all the insulin into his body. No troubleshooting was performed.